Manufacturer narrative:
Based on the device analysis and reported information, the report of coating removal during use was confirmed. The mirage guidewire was found to be damaged (stretched and wavy with coating damage). In addition, unknown fibers were found to be adhered to a damaged section of the mirage guidewire. The unknown fibers were sent out for fourier transform infrared spectroscopy (ftis) and found to be composed of a pale-blue fibers (majority) with white fibers and a black fiber. The pale-blue fibers were found to be cellulosic. The white fibers were found to be polyethylene terephthalate (pet) and the black fiber was found to be modified cellulose. Potential fibers found in the manufacturing floor were sent out for ftir testing. The ftir spectrums were reviewed, none of the ftir spectrums matched the fibers found with the mirage guidewire. Therefore, it is likely these fibers originated from surgical gauze/clot used during the event. Particulate from surgical gauze/cloth can adhere to the surface of a mirage guidewire causing resistance within the microcatheter lumen during guidewire insertion, subsequently damaging the guidewire and coating. All products are 100% inspected for damages and irregularities during manufacture. Per the hydrophilic guidewire instructions for use (IFU): ¿between uses, place the guidewire in a basin of saline, or fill the packaging coil with saline and replace the guidewire between uses. Avoid wiping down with damp cloths, particulate from the cloth can adhere to the surface of the guidewire.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mirage guidewire was returned for analysis without the microcatheter. The guidewire outer coils were found to be stretched with the core wire intact and coating damage at multiple locations. In addition, the guidewire was found to be wavy near the proximal solder region. Unknown fibers were found to be adhered to the stretched and damaged outer coils near the proximal solder region. Due to its damaged condition, the mirage guidewire could not be used for testing. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during an external carotid artery (eca) arteriovenous (av) fistula procedure, the mirage guidewire was noted to have bogged up within the marathon catheter. Therefore, the guidewire was removed from the catheter. Upon examination of the guidewire, it was noted to have no coating. The coating was completely removed and missing from the distal section. There currently are no patient complication. The anatomy was reported to have been tortuous. All the devices were used and prepared per the instruction for use (IFU).